Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h6-(type of investigation), h11. Corrected fields: d9. The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record (B)(4).

Manufacturer narrative:
Additional reporters: (B)(6), a heart failure np / (B)(6), bedside ICU nurse / cath lab manager: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy a fiber optic sensor failure alarm occurred as well as a gas loss alarm that had been constantly going off. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The customer pressed start each time to resume therapy but did not utilize the help screen of the cardiosave intra-aortic balloon pump (iabp). They changed out the iabp prior to calling and the alarm continued which confirmed this was a catheter related issue, not a console issue. It was noted that the patient was ambulating on a regular basis and did move their upper extremity quite a bit. The getinge representative reviewed the nature of the gas loss alarm. Based on the information provided, it was explained that the alarm could have been triggered by a small kink in the helium tubing given the insertion and patient movement as there were no other remarkable clinical factors that would lead to the alarm. The customer verified all cables and connections were appropriate and secure and that there was no blood in the helium tubing. They performed a fill which resolved the alarm and resumed therapy but only for a few minutes. The getinge representative encouraged them to call the physician and inform them of the situation as soon as possible as the consistent alarm could potentially lead to the inability of the iab to inflate. About an hour later, the getinge representative received notice through dispatch to call dr. (B)(6), a cicu fellow, who was calling to debrief about this patient. The situation and recommendations based on the IFU were explained to the cicu fellow. Dr. (B)(6) asked if there was an urgent need to remove the iab. They reviewed situations that would call for immediate intervention/removal of the iab and the clinical factors to take into account. There was no patient harm or adverse event reported.